Event description:
The original diagnosis of the pt was pathological changes on her lumber disk. She had an operation with implants in 2003. In 2006, the pt went to the hosp, and it was found the rod broke inside the body. Approx 6 months later, implants were explanted.

Manufacturer narrative:
Na